Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it had no power, triggers were sticking and one safety disc was missing from contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be to component wear out from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had no power and the triggers were sticky. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.